Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they were in a car accident and was rear ended in (B)(6) 2021. Pt stated they had an MRI done in (B)(6) 2021 and just saw their hcp 2 weeks ago and was told that their left lead "snapped". Pt stated they still get relief from their therapy but it's just not as "on point or robust" as it once was. Pt has an upcoming appointment scheduled to meet with a mdt rep to further address the broken lead.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-aug-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 01-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.